Event description:
The surgeon requested an evaluation for the fretting of the revised devices. The revision was due to chronic infection not attributed to the devices. The evaluation found the spirolock threads not to have locked as intended, possibly resulting in looseness of femoral stem and easy removal of tibial stem.